Event description:
According to the reporter, during servicing, the unit was cleaned with chlorine based disinfectant. The unit was reported to have an unintentional input alarm. The unit was checked, bipolar foot pedal was missing the spring that was holding pin hence the pedal stayed on an activation mode. The bipolar foot pedal needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a spring and pin failure. It was reported that the device self activated by itself without user input. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.